Manufacturer narrative:
The date of the event/therapy date was sometime between (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the transfer set could not be closed completely. This was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with no issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and torque testing. All functional testing passed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.